Manufacturer narrative:
After reviewing osteonics' evaluation of the event, the surgeon provided the following clarification. During the original surgery performed on may 7, 1996, the locking screw was reportedly tightened using the recommended instrumentation. At some point, the screw loosened and was later extracted during revision surgery on dec. 17, 1996. During the revision surgery, the surgeon reportedly attempted to reuse the original screw and then a new screw, but, found that both could be loosened. Consequently, the surgeon decided to eliminate the locking screw altogether since the components were cemented in place and in no danger of separating.

Event description:
Reportedly, pt originally underwent total knee arthroplasty on 5/7/96, which included a modular femoral knee with stem extension. Following complaints of pain by the pt, a loosened stem extension locking screw was reprotedly detected on 12/11/96. On 12/17/96, surgery was performed to retrieve the loosened locking screw, which had reportedly slipped inot the joint. All other components were left in place.